Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored egms (electrograms) indicated possible t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted the twos had occurred approximately fourteen months prior. The field representative was notified of this past twos incident. The rv lead remains in use. No patient complications have been reported as a result of this event.